Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10. The customer's complaint was confirmed and able to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. However, the front panel unit was replaced, which improved the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high flow insufflation unit had a led display failure during a therapeutic procedure. It was added that the display was only partially defective, and did not significantly affect the procedure. Therefore the procedure was completed with no delay using the same device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.